Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported hyperglycemia with blood glucose level up to 25 mmol/l (450 mg/dl) and large ketones at 2.9 mmol/l. Patient was transported by ambulance to the emergency room on (B)(6) 2026. Medical intervention was required, and treatment reportedly included intravenous drip therapy and insulin administered via pen. The emergency room visit lasted approximately 5 hours. It is unclear whether the patient was wearing the pod prior to seeking medical attention. The pod was not worn during medical treatment as it had been discarded, and a new pod was applied following treatment. The reported diagnosis was ketones. Outcome information was not provided.